Event description:
It was reported that; "this pt got the revision in 2008, at hospital due to insert post breakage (report on 2249697-2008-00091). The pt visited hospital again felt pain on the same knee which got the revision. Surgeon found out the insert post breakage. Primary surgery was done in 2007.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with add'l info, a supplemental report will be issued.